Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, inappropriate measured battery voltage was observed. The battery voltage had increased from 2.98v to 3.10v within nine months. The device was subsequently replaced.